Event description:
Hospitalisation. This case was reported by a consumer via call center representative and described the occurrence of hospitalisation in a 87-year-old female patient who received double salt dental adhesive cream (new poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer. Concomitant products included double salt dental adhesive cream (new poligrip). On an unknown date, the patient started new poligrip. On an unknown date, an unknown time after starting new poligrip and new poligrip, the patient experienced hospitalisation (serious criteria hospitalization). On an unknown date, the outcome of the hospitalisation was unknown. It was unknown if the reporter considered the hospitalisation to be related to new poligrip. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: on an unknown date, the patient used to use new poligrip to attach the maxillary dentures, so she tried using a smaller one, but was hospitalized immediately (serious criteria hospitalization). On an unknown date, she didn't wear dentures during hospitalization. No further information is expected.

Manufacturer narrative:
Argus case ID: (B)(4).